Event description:
Alleged the head will move when the knee switch is activated and the knee will move when the head switch is activated.

Manufacturer narrative:
After replacing the control box, the facility replaced the pendant to repair the bed.